Event description:
It was reported that during a heavily calcified, totally occluded left anterior descending (lad) artery intervention, during advancement of a non-abbott balloon, the balloon failed to cross the lesion and became stuck to the wire. Both devices were removed as one unit. There was no adverse patient sequela and no clinically significant delay in procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.